Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) sections: -operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function. -operation manual: 3.8 inspection of the endoscopic system: inspection of the instrument channel. Prevention measures are written in the following. Operation manual: 4.2 insertion: air/water feeding and suction: suction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no brush passage from the suction valve to the grip and foreign material came out of it. In addition to the reportable malfunction, the following were noted: the radio frequency identification and production labels were illegible and not properly affixed; the objective lens adhesive was lifting with a minor chip; the light guide lens glue was peeling; the nozzle had glue peeling; the bending section cover had a pin hole; the bending section cover adhesive was cracked; there was reduced angulation due to stretched angle wires; the play of the control knob in the upward/downward and right/left directions was loose; the distal end plastic cover had dents; the insertion tube had a minor chip; and the control body scope cover boot had a chip. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the instrument/suction channel was flushed with water, the instrument/suction channel was wiped/brushed, and the flushed with a detergent solution during reprocessing. There were no abnormalities in the accessories used for reprocessing. The customer reported "when you cleaning the suction port, going straight back there are no issues but when you brush downward , the brush will not pass or gets caught up." The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that with the evis exera iii colonovideoscope, they were unable to pass brush through suction port, like in the head of the scope. The issue was found during reprocessing. There were no reports of patient harm